Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio2: 7.2, lab: 2.0. Patient's therapeutic range: 2.0-3.0 inr.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio2 test with lab results provided by end-user at time complaint was filed: inratio2: 7.2, reference: 2.0, mean: 4.60, confidence limits: 2.5-6.5. Analysis of customer's data revealed that inratio2 and reference test result comparison did not meet accuracy criteria. Customer's results are considered discrepant beyond the context of the documented variability for inr testing. No product is expected to be returned. Retained strips were tested on (B)(6) 2011 and revealed that result comparisons met accuracy criteria. (See below). Investigation results for retained strip lot number 251117: at lease two out of three replicates for both donors are within the allowable bias (+ or - 1.0) for accuracy criteria. No further investigation will be pursued at this time. As reviewed on (B)(6) 2011, seventeen discrepant result complaints were reported for lot number 251117, yielding a complaint rate of 0.006 percent. Due to this low occurrence rate, below the action threshold monitored by qa for corrective action (>0.07 percent), no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.